Event description:
Vague pump report of " administers too much medication too quickly." No clinical in use details available, and per reporter no pt injury associated with this report.

Manufacturer narrative:
The pump was evaluated by baxter and found to meet all performance specifications for rate and volume accuracy.